Event description:
It was reported that a dissection occurred. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). Following pre-dilatation with a 2.0 x 10 mm non-boston scientific (bsc) device, a 38 x 3.00 mm promus elite mr drug-eluting stent (des) was fully deployed at 13 atmospheres in the left anterior descending artery (lad) without any issues. The physician then performed stenting and post dilation in the rca using another 38 x 3.00 mm promus elite mr des; however, a flow limiting distal edge dissection occurred. Subsequently, a 2.50 x 12 mm promus elite des was deployed to cover the dissected area. The procedure was completed successfully, and no further issues were reported. The patient remained stable.